Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) had external fluid leakage. The issue was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: lot manufactured between march 12, 2020 to march 13, 2020. H10: the device was received for evaluation. A visual inspection was done which observed no fluid in the bladder. A functional test was performed by filling the device with water. Evidence of leak/backflow was observed at the fillport. Subsequent examination revealed the cause of the leak/backflow at the fillport was due to a glass fragment stuck under the device checkband. No manufacturing process step would allow glass fragment to be introduced near or adjacent to the fillport. A glass ampoule used for filling the device without a filter can result in this type of event. The use of a filter during filling is recommended in the product labelling. The reported condition was verified. The cause of the glass fragment could not be determined; however, the most probable cause is user filling technique. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.